Manufacturer narrative:
Device evaluated by manufacturer: received one flexima biliary reg ro 8f/35cm catheter in a ziploc bag with related complaint devices. Only 1 original product label on the mylar side (clear/transparent) of the pouch was received. The tyvek side of the pouch was not returned nor any of the components. No residue was present on the device indicating it had not been used. From a visual evaluation, it was found that white material was stuck to coated section of the catheter including the pigtail. Also, the pigtail of the catheter was kinked/flattened at the distal suture hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same case as MFR report #: 2134265-2011-00070, 2134265-2011-00071, 2134265-2011-00072. Reportable based on analysis completed (B)(4) 2010. It was reported that during the preparation for a biliary drainage procedure, the device was stuck in the packaging. While unpacking the flexima biliary drainage catheter during the preparation for the procedure, it was noted that the pigtail portion of the device was stuck to the packaging. 3 subsequent devices with the same lot had were reported with the same issue. No attempt was made to use any of the devices. The procedure was completed with another of the same device. Analysis of the returned device revealed foreign material.